Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to low and high blood glucose levels. The customer visited the emergency room twice on separate occasions, once on (B)(6) 2015. The customer's blood glucose was 23 mg/dl one day and 29 mg/dl another day; it was unclear which. The caller stated that the customer's blood glucose ran high in the 400 mg/dl range the day prior and dropped very low, as she was treating with insulin pens. The customer was not using the insulin pump during either event. The caller stated that the customer had recently undergone surgery and has addison's disease. Emergency medical technicians arrived on scene and could not get the insulin pump to work. The caller stated that the customer was out cold. The caller reported that the insulin pump had a crack in it. Customer had difficulty remembering/comprehending what to do. The caller declined troubleshooting for low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.